Manufacturer narrative:
The reported harm is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files.

Event description:
It was reported that a patient experienced increased tone post-litt procedure, with relatively preserved muscle strength on detailed testing of the left side. The patient received steroids and physical therapy as interventions. The event was reported to have resolved on (B)(6) 2020.